Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise on the ventricular rate/sense and shocking channels. Brady pacing was inhibited, as the patient implanted with this device is pacemaker-dependent. Noninvasive attempts to evoke noise were unsuccessful. An invasive examination of the device system revealed adequate connections; however, blood was observed behind the right ventricular (rv) rate/sense and df-1 sealplugs, as well as on the rv and df-1 terminal pins, once withdrawal from the device header. Lead testing was unremarkable. Therefore, the physician elected to explant and replace this crt-d.